Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the first firing for the low anterior resection, they connected reload to the ultra handle and checked the jaws opening/closing. The surgeon inserted the device to the cavity from the trocar, tried to clamp the tissue; however the jaws were half opened, could not clamp the tissue. Then the surgeon removed the device from the cavity and checked the jaws opening/closing again; however the jaws were unable to be fully opened. They replaced the cartridge and the firing was completed. The surgical time was extended by less than 30 min. The status of the patient is with no problem. No patient adverse events were reported.